Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that 10 eddy irrigation tips broke at multiple patients. No injury reported, all broken pieces were retrieved.

Manufacturer narrative:
Tip1: received one piece only (handle); tip separated at approx. 28 mm point of handle; tip is cavi #4; tip2: received one piece only (handle); tip separated at approx. 22 mm point of handle. Tip is cavi #2; both tips: no smooth breakage, melted; breakage due to thermal influence; possible misuse. Nothing unusual to report was found during DHR review.